Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify charge or battery lasts less than expected anomaly and failed battery test alert due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are sticky and had to press buttons twice. The customer's blood glucose level was unknown. The customer also reported that the battery life had diminished, rejected new battery, received unexplained no delivery alerts and polarized effect on the screen with different types of lighting. The device will not be returned for analysis.